Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device upgrade procedure upon coronary sinus cannulation (cs), the patient's condition had deteriorated. The patient had ventricular tachycardia (vt) and then arrest. The lead was used for pacing but the pacing could not be captured. The pulse returned 5 minutes later, and patient left the operating room (or) with percutaneous cardiopulmonary support (pcps) and intra-aortic balloon pumping (iabp). The patient expired the next day. No further information is available.

Manufacturer narrative:
(B)(4).